Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was battery depletion before two years. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there was any troubleshooting or diagnostics performed. The battery depletion was normal/expected. No actions/interventions were taken or planned to resolve the issue. Surgical intervention was planned. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. It was reported that there was dissatisfaction with the battery lasting less than two years. The longevity calculator was used after eri using demo mode. The hcp was not aware that the battery would last less than two years, and it was unknown how long they expected it to last. The patient did not experience any falls, accidents, etc. That may have contributed to an issue with the system. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction # z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.